Event description:
It is reported that the device was implanted in 2003. Osteolysis was found on the screw tip, and a revision surgery will be necessary. A revision surgery has not occurred or been scheduled yet.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned for evaluation. Device history records indicate MFR to specification.